Event description:
It was reported that; informed about several cases of rod fractures on patients who were operated between mid-2013 and beginning of 2014. At date, there are 4 patients who need a revision: patients will be revised with an arthrodesis at 360 degrees (resume at posterior + arthrodesis by anterior). Breakage of rod occurred where the rod is the most curved (lumbar and sacral). Some patients had broken rod on both sides of the arthrodesis. Update: patient, rod broke on l4-l5 levels on both sides. L4-l5 nonunion. She was operated; revision surgery.

Manufacturer narrative:
Catalog # 03822601. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the device in question was confirmed to have been implanted for over 12 months and beach marks were observed on the fracture surface, which are consistent with fatigue fracture. Material analysis determined that the device fractured in bending fatigue. Conclusion: the most likely cause of the event is fatigue of the device.

Event description:
It was reported that; informed about several cases of rod fractures on patients who were operated between mid-2013 and beginning of 2014. At date, there are 4 patients who need a revision: patients will be revised with an arthrodesis at 360 degrees (resume at posterior + arthrodesis by anterior). Breakage of rod occurred where the rod is the most curved (lumbar and sacral). Some patients had broken rod on both sides of the arthrodesis. Update: patient, rod broke on l4-l5 levels on both sides. L4-l5 nonunion. She was operated; revision surgery.